Event description:
Additional information was provided by the field representative. The field representative spoke with the patient's physician and confirmed that the physician did not believe the patient's death was related to the pacemaker. The field representative indicated that the cause of death was not able to be confirmed due to the patient's co-morbidities. The patient died in the hospital and the device was not removed post-mortem.

Manufacturer narrative:
No additional information has been provided. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker died one day post-implant. Boston scientific became aware of the patient's death from a patient advocate who recently contacted boston scientific's medical records department. No procedure complications were reported.